Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system was suppressing na, k and co2 results. Customer reported that they then reviewed the previously reported results and found that the instrument generated one false high na result and 2 false high co2 results. Customer reported that the false high na result was not reported out of the laboratory, the false high co2 results were reported out of the laboratory. Customer reported that the system failed to calibrate after the event. Customer reported that the samples were repeated on the other instrument in the laboratory and the results were amended. Customer reported that they were not aware of any patients receiving treatment or of any death or injury due to the erroneous results. Bec field service engineer (fse) replaced the valve on the ratio pump and resolved the issue. The fse verified performance.